Event description:
It was reported that this pacemaker was not able to be interrogated after several attempts and troubleshooting steps. This pacemaker remains in service. No adverse patient effects were reported.